Event description:
The customer has indicated that staff were aware of and were coding a pt at the time of death, however, data was removed from the system unexpectedly which lead to a loss of data necessary for proper documentation of the incident.

Manufacturer narrative:
(B)(4). The customer has indicated that staff were aware of and were coding a pt at the time of death, however, data was removed from the system unexpectedly which lead to a loss of data necessary for proper documentation of the incident. The pt expired. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.